Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had delivered inappropriate shocks and inappropriate anti-tachycardia pacing (atp) therapy for atrial fibrillation (af) with rapid ventricular response (rvr). It is unknown the number of shocks and number of episodes that the shocks occurred across. Technical services (ts) suggested the device be reprogrammed. The device remains in use. No adverse patient effects were reported.